Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call hardware low level failure alarm on the insulin pump. Customer¿s blood glucose level was 230 mg/dl. Troubleshooting for the hardware low level failure alarm was performed. Customer advised they were able to rewind the insulin pump however the insulin pump failed the self-test. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. No belt clip received with unit. Hardware low level failures (variable 3) was present in the insulin pump trace download due to poor solder joints at on keypad assembly.